Event description:
It was reported that during advancement of an embolization coil through a microcatheter into an ica aneurysm, upon retracting the device, the coil prematurely detached partially within the microcatheter and the parent artery. An intravascular snare was used over the microcatheter to remove the coil successfully. No harm was reported. On (B)(6) 2011, the pt was reported to be stable. On (B)(6) 2011, the pt was reported to be fine.

Manufacturer narrative:
Sample analysis: an analysis of the actual complaint sample revealed the implant detached from the delivery pusher. The delivery pusher was not included for eval. The implant coil is stretched and knotted. The coil has evidence of being retrieved with snare. The root cause of this complaint can not be determined as the delivery pusher was not returned for eval. We can not determine if the microcatheter used with this device attributed to this incident as it was also not available for eval. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.